Event description:
Patient presented to the physician with pain at the chest incision site after weight loss and noted that the ipg protrudes significantly. Due to the symptoms and the patient's weight loss with a reduction in apnea-hypopnea index (ahi), the patient elected system removal. Physician brought the patient into the or and removed the entire inspire system.